Event description:
Device 4 of 5. Reference MFR report: 1627487-2013-07371, 07372, 07374, 07375. It was reported the physician had used vancomycin powder on an incision on the patient's forehead (off-label use) which was red. The patient had a suspected allergic reaction and was treated with steroids and benadryl. Follow up on the patient status found the allergic reaction had resolved and the treatment had ended. All possible lots for the leads have been reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.